Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. However, being connected during the prime is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and tells the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. There is also a warning to the user which states that, connecting to the set up before the message "connect yourself" appears on the screen can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 1. The home patient (hp) stated that they connected during the prime. The baxter technical service representative (tsr) reviewed the proper setup procedure with the hp and instructed them to setup with all new supplies. The hp understood and was going to setup with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.